Manufacturer narrative:
Patient implanted with light adjustable lens ((B)(6) 2020) in the right eye admitted to poor compliance with uv spectacles immediately after surgery. Patient developed a loss of visual acuity. The light adjustable lens was explanted (serial number of explanted lens: (B)(6)) and exchanged with another light adjustable lens (serial number of implanted lens: (B)(6)) of the same diopter power on (B)(6) 2020. Patient again did not comply with uv spectacle wear and developed a loss of visual acuity. The lens was explanted on (B)(6) 2020 and exchanged with a 3-piece monofocal iol. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(6) was (B)(6) 2020. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(6) was (B)(6) 2020. Mulitple follow-up attempts were made to have the explanted lenses returned, however, the explanted lenses were not returned for evaluation.

Event description:
Patient implanted with light adjustable lens ((B)(6) 2020) in the right eye admitted to poor compliance with uv spectacles immediately after surgery. Patient developed a loss of visual acuity. The light adjustable lens was explanted (serial number of explanted lens: (B)(6)) and exchanged with another light adjustable lens (serial number of implanted lens: (B)(6)) of the same diopter power on (B)(6) 2020. Patient again did not comply with uv spectacle wear and developed a loss of visual acuity. The lens was explanted on (B)(6) 2020 and exchanged with a 3-piece monofocal iol. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(6) was (B)(6) 2020. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(6) was (B)(6) 2020.

Manufacturer narrative:
Patient implanted with light adjustable lens ((B)(6) 2020) in the right eye admitted to poor compliance with uv spectacles immediately after surgery. Patient developed a loss of visual acuity. The light adjustable lens was explanted (serial number of explanted lens: (B)(4)) and exchanged with another light adjustable lens (serial number of implanted lens: (B)(4)) of the same diopter power on (B)(6) 2020. Patient again did not comply with uv spectacle wear and developed a loss of visual acuity. The lens was explanted on (B)(6) 2020 and exchanged with a 3-piece monofocal iol. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(4) was (B)(6) 2020. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(4) was 07/23/2020. Device history record for both lenses (serial numbers (B)(4)) were reviewed. No issues were noted. Both lenses are pending return for evaluation. For lens serial number (B)(4): implanted: (B)(6) 2020, explanted (B)(6) 2020, UDI: (B)(4), manufactured 8/7/2019, expiration date: 7/31/2022. For lens serial number (B)(4): implanted: (B)(6) 2020, explanted: (B)(6) 2020, UDI: (B)(4), manufactured: 8/10/2019, expiration date: 7/31/2022.

Event description:
Patient implanted with light adjustable lens ((B)(6) 2020) in the right eye admitted to poor compliance with uv spectacles immediately after surgery. Patient developed a loss of visual acuity. The light adjustable lens was explanted (serial number of explanted lens: (B)(4)) and exchanged with another light adjustable lens (serial number of implanted lens: (B)(4)) of the same diopter power on (B)(6) 2020. Patient again did not comply with uv spectacle wear and developed a loss of visual acuity. The lens was explanted on (B)(6) 2020 and exchanged with a 3-piece monofocal iol. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(4) was (B)(6) 2020. Rxsight's first awareness of the explant on (B)(6) 2020 involving serial number (B)(4) was 07/23/2020.